Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, at approximately 9:00 am, the patient awoke and developed sudden onset vomiting, followed by a loss of consciousness. At an unknown time afterward, the patient¿s wife discovered her unresponsive on the floor. She checked the patient¿s cgm, which displayed a glucose value of 168 mg/dl. Attempts to awaken the patient were unsuccessful. A fingerstick bg test was performed showing of 600 mg/dl, prompting the wife to contact ems. Fire department paramedics arrived, transported the patient to the hospital, and no information was provided regarding any interventions performed at the home. Upon arrival at the hospital, a fingerstick reading measured 502 mg/dl, while the cgm continued to display 160 mg/dl. The patient was admitted to the ICU and diagnosed with diabetic ketoacidosis (dka). Treatment included IV fluids and an insulin drip. The patient regained consciousness on (B)(6) 2026, and continued receiving IV fluids and close clinical monitoring. She remained hospitalized until her discharge on (B)(6) 2026. After discharge, the patient reported ongoing headaches related to the incident. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.